Manufacturer narrative:
Event year was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an appointment with vascular for popliteal arterial occlusion and aortic dissection, no further information was provided.

Manufacturer narrative:
Section b3: it was previously noted that the year of the event was unknown and 2019 was used as a placeholder. It was confirmed that the event did occur in 2019. Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an appointment with vascular for popliteal arterial occlusion and aortic dissection, no further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: per the vad coordinator, the patient had no record of ever having a popliteal arterial occlusion or aortic dissection. The patient had been off all anticoagulation since 2017 due to gastrointestinal bleeding from colon cancer.

Manufacturer narrative:
Section a4, d4, and h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.